Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain and complex reg pain syndrome type I. It was reported that the patient had always had issues with the battery and heavy wire. The patient went for testing to see if they were allergic to the implantable neurostimulator (ins) but it was not reported what was determined with the testing. Per the consumer, the implant took forever to charge and it took hours. This was reported to be a big problem after charging since it took hours. The issues had been occurring since implant on (B)(6) 2011 and a manufacturer representative had been notified within a month or two of (B)(6) 2011. The patient did not have a health care provider (hcp). Hcp listings were provided. No further complications were reported.